Event description:
Pace medical was notified on april 28, 2011 by (B)(6) via leter that unit had a fault.

Manufacturer narrative:
Customer returned device with the complaint that there was no ventricular output. Upon examination of the device, it was confirmed there was no ventricular output. A component was re-soldered. The pacemaker was re-calibrated and final tested. All tests were normal and the device was returned to the customer. Reason for complaint: a failure of a solder joint. This may have been caused by rough handling or sudden impact.